Manufacturer narrative:
The reported events were lead dislodgement and high capture threshold. As received, a complete lead was returned in one piece for analysis. The double bend height of the lead was measured within specification. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The visual and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedure damage.

Event description:
During an implant procedure, a high capture threshold was observed on the left ventricular (lv) lead and it was confirmed that the lv lead was dislodged. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.